Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter, the patient experienced an atrioventricular node block that required a pacemaker. At the moment of ablation, they had an atrioventricular node block. No medical intervention. Additional information was received on 10-jul-2025. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was not the catheter's fault. The intervention provided was under monitoring and then they put a pacemaker. The outcome of the adverse event was improved. The patient did not require extended hospitalization. This adverse event was originally considered non-reportable as assessed as patient event non serious, however, bwi became aware on 10-jul-2025 that the patient required a pacemaker and have reassessed the event as reportable. The awareness date for this record is 10-jul-2025.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).